Event description:
It was reported that pump insulin gauge displayed an amount different than expected and fill estimate remained static at 110 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support explained that this could occur due to large differences in measured pressures used to calculate remaining insulin and that once actual insulin amount matched the static value, the estimate would resume counting down normally, which customer understood and acknowledged.